Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 8337175) became impeded in the distal end of the microcatheter (other brand) and could not pass through the microcatheter. Besides, the stent was released automatically. The stent body was found to be separated prematurely from the delivery wire. The physician removed the microcatheter and stent from patient and switched a new stent and used the same microcatheter to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d4 (primary UDI number, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 8337175) became impeded in the distal end of the microcatheter (other brand) and could not pass through the microcatheter. Besides, the stent was released automatically. The stent body was found to be separated prematurely from the delivery wire. The physician removed the microcatheter and stent from patient and switched a new stent and used the same microcatheter to complete the surgery. There was no patient injury reported. A non-sterile EU 4.5x28mm stent 12 mm dw tip intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the delivery system was returned inside a dispenser hoop. The stent was detached from the delivery system. No damages were noted on the components. Microscopic inspection revealed that the distal end of the proximal coil was stretched. Dried saline residues were found. No other damages were noted. The stent component was inspected, and it was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. A device history record (DHR) was performed and it indicated this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The customer complaint regarding a stent being prematurely detached was confirmed since the stent was noted as already separated from the delivery system; based on this condition, the issue regarding a stent being impeded in the proximal cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. However, it is possible that in an effort to overcome this resistance felt, excessive force was inadvertently applied during the device advancement which ultimately led to the stretched condition found in the delivery wire. Based on this, the customer complaint was confirmed. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.